Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips to report that the defibrillator does not detect "external plates, cable plaques, and ECG cable." There was no patient involvement.

Manufacturer narrative:
(B)(4)